Event description:
It was reported that a spectrum infusion pump alarmed "door not fully latched". It was also reported that there was no patient incident.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom "door not fully latched alarms". The evaluation found that the force required to secure the door was above expected levels, resulting in the reported symptom. The door hooks were replaced and the unit was reworked to correct this condition.